Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at a third party service center, an issue with the device's lcd screen having no display was observed. The device's lcd screen was replaced to address the issue.